Manufacturer narrative:
Device returned with no batch identification, info is unavailable. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; outer gasket condition, ab)conforming; sleeve condition, ab)nonconforming and stopcock condition, ab)conforming. Functional tests & results: flapper door functional, ab)conforming and lockout functional. Analysis conclusion: based upon inquiry info received and visual examination, reported "trocar cannula shattered in the patient" was confirmed. Two sleeves were received with broken sleeves. Sleeve (a) was received with the sleeve broken above the wels of sleeve and housing. All pieces were received. Sleeve (b) was received shattered at the distal tip and cracked above the weld of the sleeve and housing. Approximately 5% of the distal tip was not received. No conclusion could be reached as to how this damage had occurred. Sleeve and sleeve housing components have been incorporated into a one piece molded unit to minimize the potential for breakage. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
The devices were used during a laparoscopic cholecystectomy. It was reported the trocar cannula shattered in the pt and not all pieces were retrieved. It also broke where the housing meets the cannula. The pt was obese. A second was opened and it too broke at the housing/cannula. The case was completed without further intervention. It is unknown how the case was actually completed. There was no reported consequence to the pt. Surgeon reportedly telling pt of the pieces remaining today (9/3/97).